Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged immediately following implantation into the eye. The device was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that they were firmly closed, and that the plunger was fully retracted. Viscoelastic residue was observed in the in the nozzle. The lens was identified returned in two pieces with one half located jammed in the nozzle and the second half returned hydrated in a pouch of saline. The injector parts were inspected under 10x magnification. The injector was free of damage with the exception of the plunger tip which was observed to have broken off. To facilitate further testing of the injector, the injector was re-assembled using a new plunger and 1x rao100c from rayner's stock and was loaded and injected as per the IFU. Injection was successful, with no resistance experienced during injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Product return inspection performed could not confirm the event as reported. The lens being returned in two pieces is indicative of the lens having been cut to aid its removal from the eye. Testing of the returned injector confirms the device performs as intended/per design. The root cause of the event cannot be established.

Event description:
Rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the haptic was damaged necessitating lens explantation and exchange.